Manufacturer narrative:
Per -(B)(4) initial report: it has been confirmed that the device was explanted and the surgeon switched to a competitor device to successfully complete the surgery. The surgeon was satisfied with the outcome of the procedure, however, the patient will be called for additional follow-up. Return of the device for analysis will be requested. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery, the trinity plus shell would not seat and sat approximately 3mm proud. The surgeon explanted the trinity plus shell and switched to a competitor device. Patient will be called for additional follow-up.

Manufacturer narrative:
(B)(4) final report. It has been confirmed that the device was explanted and the surgeon switched to a competitor device to successfully complete the surgery. The surgeon was satisifed with the outcome of the procedure, however, the patient will be called for additional follow-up. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The reported device was returned and examined. The device was measured and it was confirmed to be within specification. The investigation has concluded that the root cause is not linked to the device design or performance. This case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Duruing surgery, the trinity plus shell would not seat and sat approximately 3mm proud. The surgeon explanted the trinity plus shell and switched to a competitor device. Patient will be called for additional follow-up.